Event description:
After 4+ years of implantation, this pacemaker was explanted because it was at eri (elective replacement indicator). It was reported that it went to eri in a very short period.

Manufacturer narrative:
The analysis on this device is pending.

Event description:
After 4+ years of implantation, this pacemaker was explanted because it was at eri (elective replacement indicator). It was reported that it went to eri in a very short period.

Manufacturer narrative:
The analysis on this device is pending.